Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls was protruding and causing the reported pain. Antibiotics were administered. A revision procedure was performed to reposition the cls, and a culture was collected to rule out infection due to a prematurely peeling scab near the incision site.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the reported pain cannot be definitively determined. Evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result."